Event description:
It was reported to covidien on 05/29/2009 that a customer had a problem with an electrode. The customer reports that the electrode caused a patient to have redness, irritation and dermatitis requiring medical treatment. A prescription cortisone cream was prescribed.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.